Event description:
Lap assisted robotic hysterectomy - "per customer: trocar broke into pieces and fell apart inside the patient during a robotic procedure, unknown if this was a reprocessed device." Patient status - "stable, no injury." Received email from (B)(4) on (B)(6) 2013 stated : they (hospital staff) think that it was not a reprocessed trocar."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the shield had been dislodged from the seal but it did not sustain damage. All other components were present and free of damage. All seals are thoroughly inspected and tested 100% for functionality during the manufacturing process. Based on the evaluation, engineering has determined that the dislodged shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.